Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2015, the patient underwent left knee arthroplasty due to severe osteoarthritis and pain. Attune knee system was utilized in the procedure. Competitor¿s cement was utilized in the procedure. On (B)(6) 2016, the patient underwent revision for failed knee replacement with complete synovectomy, and debridement due to pain, questionable loosening, suspected infection. During the procedure, infection was found and confirmed so all implants were removed and a spacer placed. The surgeon indicated he did not find the femur was loose, and the implants were solidly fixed. The patient was awakened and moved to recovery in stable condition. Doi: (B)(6) 2015; dor: (B)(6) 2016; (lt knee).